Event description:
It was reported the patient had an infection at the subgleal pocket above the ear where the lead and extension connect. An explant of the extensions and implantable neurostimulator (ins) was performed. A culture was done but results were not available. Four days later outcome was noted as still being treated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk, product type extension; product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk, product type extension; product ID 7436, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient; product ID 3389s-40, lot# v104410, implanted: 2008 (B)(6), product type lead; product ID 3389s-40, lot# v104410, implanted: 2008 (B)(6), product type lead. (B)(4).